Event description:
A consumer reported she is having difficulty driving at night and in the rain due to glare following bilateral intraocular lens (iol) implant surgery. She stated her depth perception is off; however, she did have problems with depth perception prior to surgery. She reported that her vision is great at all distances and does not need to wear glasses. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by fax and mail. A completed questionnaire has not been received. (B)(4).